Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the no flow out and load set alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was over infusing. At the time of the complaint there was no indication that the failure would have been reportable. When the pump was returned to mmdg for evaluation the no flow out and load set alarms did not alarm as expected. They failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. The alarm failure was discovered at moog. (B)(4).